Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. In an update, it was reported stating the patient underwent scs retrial on (B)(6) 2023. The patient reported their current system is no longer on and it has been off for an extensive amount of time. The plan is to replace the ipg and possibly the leads if needed if the trial was successful. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that patient's system was not functioning. The patient last charged the ipg serval months prior to the issue. It was unclear if the system was function before the patient stopped charging. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.